Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown and infection at the implant site, exposing the device. Subsequently, the patient was treated with topical steroid (date and duration not reported) and oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on june 20, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.